Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses and one handmade stent graft to treat a descending thoracic aortic aneurysm. It was reported that the handmade stent graft was implanted distal to the tag devices and that the patient's distal aorta was torturous. The final angiography revealed type iii endoleak from the overlap of the tag devices. The physician decided to monitor the patient and completed the procedure. The diameter of the aneurysm at the time of the implant was 55mm. On (B)(6) 2010, the patient was discharged. It was reported that a follow-up at the discharge revealed type ii endoleak from intercostal artery as well as the persisting type iii endoleak. The diameter of the aneurysm was 56mm. On (B)(6) 2010, three month follow-up imaging revealed that both endoleaks persisted and the physician decided to monitor the patient. The diameter of the aneurysm was 57mm. On (B)(6) 2011, one year follow-up exam revealed the aneurysm enlargement to 63mm. On (B)(6) 2012, two year follow-up imaging revealed that the endoleaks persisted. The diameter of the aneurysm was 65mm. On (B)(6) 2012, to repair the type iii endoleak, additional stent graft of another manufacturer was implanted covering the origin. It was reported that the type ii endoleak was not repaired this time. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.